Manufacturer narrative:
Reference medwatch # 2916596-2016-02291 for the previous pump exchange. (B)(4). Approximate age of device ¿ 4 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that post lvad exchange, the lvad system produced elevated pump power readings. During a surgical procedure to treat a hematoma near the lvad pump pocket, low voltage and low speed operation alarms occurred, followed by a pump stoppage event. The system controller log file was reviewed by the manufacturer¿s technical services representative, and revealed multiple pump stoppages and speed decelerations. It was reported that the voltage levels were low at the time of the event, and that the power module was exchanged. No additional pump stoppage events have occurred since this event was reported.

Manufacturer narrative:
Review of the submitted system controller log files confirmed the reported low speed/pump stoppage events and elevations in pump power. Review of the log files showed that multiple low speed and pump stoppage events were captured between 7:58:54 pm - 7:59:15 pm on (B)(6) 2016, while the system was operating on the power module. The abnormal pump operation was associated with low speed and low flow hazard alarms as well as elevations in pump power. Following this 20-second timeframe, the remainder of the log file ending on (B)(6) 2016 13:57 was overall unremarkable with no further atypical alarms or interruptions in pump function. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.